Event description:
While accessing an implanted venous access port with the gripper plus huber needle, the needle bent out of shape just below the 90 degree bend in the needle. The nurse realized that the port was not at the angle she had thought, so she didn't access at the right angle to port. She also made the comment that although this was so, when it had happened in the past with the previous brand of safety huber, the needle had not bent. The needle was removed and port was accessed successfully with a second needle.